Event description:
It was reported that the home patient (hp) had air in the patient line after they connected for peritoneal dialysis (pd) therapy on the homechoice (hc) device after the hc displayed ¿connect yourself¿. The hp stated that they connected, but they thought that the patient line was not fully primed. The hp saw some air bubbles in the line. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the line was not completely primed when the patient connected. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up report will be submitted.